Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 39.3 cm. Two external abrasions breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart were noted at 10.2cm to 11.3cm and 30.1cm to 30.4 from the distal tip.

Event description:
This report is to advise of an event observed during analysis.